Event description:
It was reported by the customer that on (B)(6) 2010, the fiber aiming beam looked like it was split throughout the process at 22,001 joules. No pt injury was reported. The device was not returned for evaluation.